Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent fill estimate readings during the loading process. There was no impact to the customer's blood glucose level. The customer reload the same cartridge and received an accurate fill estimate.